Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was investigated. Upon investigation, liquid contamination and corrosion was found on multiple components in the monitor. Corrosion was found on j501, j502, j1, j101, and j1001 on the computer/analog board. The cause of the reported failure was the contamination. The root cause of the contamination was ingress of an unknown substance. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on during a patient fitting.